Event description:
On an unknown date, the patient began peritoneal dialysis (pd) treatment. The peritoneal dialysis nurse reported that the patient discovered he had peritonitis on (B)(6) 2010. Pd therapy was on going. It is unknown if the peritonitis resolved. Medical history and concomitant medications were not reported. No causality statement was given for the event of peritonitis. It is unknown what treatment was administered for the peritonitis.

Manufacturer narrative:
(B)(4).baxter has received similar reports for the reported problem.the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.